Event description:
It was reported that the patient underwent a surgical procedure to have an artificial urinary sphincter (aus) cuff downsized after the volume of the pressure regulating balloon (prb) was confirmed to be as expected. No other components were explanted. No patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.